Event description:
On (B)(6) 2012, the reporter contacted animas to report that for an unspecified period, the patient obtained elevated blood glucose readings ranging from 350 mg/dl to 400 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient noted when he replaced the infusion set and infusion site, his blood glucose levels corrected and lowered. No troubleshooting was performed at the time of the telephone call to customer support, as the patient did not have sufficient time. The technical support representative contacted the patient again to troubleshoot the pump, however was unable to reach him by telephone. The patient did not suffer an adverse event due to the reported pump. The patient's blood glucose levels were not indicative of severe injury as defined by animas. However, as the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or download history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no delivery issues found with the pump.